Manufacturer narrative:
(B)(4).  Physio-control evaluated the customer's device but was unable to duplicate the reported issue.  Physio downloaded the electronic patient records from the event and was able to confirm that the device did power off multiple times during the event; however, the cause of which could not be determined.  As a precaution, physio replaced the device's battery pins.  Physio then completed other, unrelated, repairs and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device powered off by itself multiple times during a recent event involving a patient. No further details about the patient or the event were provided.